Event description:
Brushhead fell apart in mouth while brushing [device breakage]. No adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell apart in her mouth. No symptoms developed.

Manufacturer narrative:
Product was returned by the reporter. The returned brush head will be evaluated.